Event description:
It was reported that three days after implant of this right ventricular (rv) lead, there was high thresholds resulting in loss of capture. The physician elected to perform a lead revision. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.